Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified left anterior descending artery. A 2.75mm x 24mm promus element plus stent was advanced to the lesion but encountered resistance while trying to cross. It was then noted that the stent was damaged. The device was removed, then rotablation was performed and the procedure was completed using another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the crimped stent was damaged. The stent was kinked on the on the 3rd, 4th and 5th rows from the distal end of the stent. No other damage was noted along the entire length of the device. There were no kinks along the shaft and no issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified left anterior descending artery. A 2.75mm x 24mm promus element plus stent was advanced to the lesion but encountered resistance while trying to cross. It was then noted that the stent was damaged. The device was removed, then rotablation was performed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status is stable.